Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported unsatisfied results after cataract surgery with intraocular (iol) lens implant. A year after surgery, he was not satisfied with the refraction and residual astigmatism. Additional information reported by a company representative. There was no subjective refraction performed postoperatively, but the patient was scheduled again to get this data. The surgeon did not want to perform an after-rotation or an explantation but rather tend to implant an additional iol into the sulcus. According to the surgeon, the patient was "extremely difficult." Additional information has been requested. This is one of two reports being filed for the same patient. This file is for the patient's right eye (od).

Event description:
Additional information received from an optician on behalf of the ophthalmologist indicated that the patient is now satisfied.